Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator door was unable to open, preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a refrigerator failure. A field service engineer assisted the customer to recover the failed item from the compromised storage space. The system functioned as intended after the customer resolved the issue. E1. Initial reporter (B)(6).